Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00423 on 01-nov-2019. Corrected information (05-nov-2019): sectionswere updated to reflect the corrected information.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s). The customer alleged that due to the discordant result, the patient was admitted to the emergency room (ER), where the physician(s) administered heparin drip to the patient. The initial sample was repeated on the same instrument resulted lower. Two hours later, the patient was redrawn and the new sample (sample ID (B)(6)) was ran on an alternate instrument and on the same instrument resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated ctni result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that they obtained a discordant, falsely elevated cardiac troponin I (ctni) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse gathered all the data related to the instrument. A technical application specialist (tas) visited the site and presented proper sample handling guidelines. Siemens further investigated the event and no issues were found with the instrument. Siemens determined that the customer is not centrifuging the specimens according to the tube manufacturer guidelines. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s). The customer alleged that due to the discordant result, the patient was admitted to the emergency room (ER), where the physician(s) administered heparin drip to the patient. Two hours later, the patient was redrawn and the new sample (sample ID (B)(6)) was run on the same instrument, and on an alternate instrument resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated ctni result.